Event description:
The customer reported experiencing multiple occlusions with the pump. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to customer¿s blood glucose level.